Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. The rep reported that during an unrelated procedure at the spinal incision site, the catheter was cut inadvertently and "lost". The rep was not at the operating room at the time of the call but, was on their way. The rep later reported they found the distal end of the catheter. No further information was provided.